Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. H3 other text : single use device, discarded.

Event description:
Customer reported a false positive result with ID now covid-19 2.0 test kit 24t japan, taken on (B)(6) 2023. Confirmation testing was performed on (B)(6) 2023 using an unknown pcr test (saliva sample), generating a negative test result. No additional patient information, including treatment and outcome, was provided.

Event description:
Customer reported a false positive result with ID now covid-19 2.0 test kit 24t japan, taken on (B)(6) 2023. Confirmation testing was performed on (B)(6) 2023 using an unknown pcr test (saliva sample), generating a negative test result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.